Event description:
New information received notes that an alert for high voltage lead impedance was observed on all shocking vectors. The physician will make programming changes. No further information is available.

Event description:
It was reported that a lead impedance anomaly was observed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.